Event description:
A malfunction occurred and was reported by the customer, resulting in a blood glucose level of 529 mg/dl. The customer addressed the high blood glucose by administering a correction injection via multiple daily injections (mdi). The customer reverted to manual injections for insulin therapy.